Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, during set-up, a system notice was received indicating that the refrigerant delivery path was obstructed. The continue button was touched, and the procedure continued. It was then reported that during the procedure, the patient's blood pressure gradually declined. Noradrenalin was administered, however, blood pressure did not increase. An echocardiogram was then performed, and cardiac tamponade or blood leakage was not observed. The case was aborted, and the patient was not under general anesthesia. No further patient complications have been reported as a result of this event. Incoming information indicated that the patient fully recovered.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that a system notice had occurred indicating that the refrigerant delivery path was obstructed (#50012) on the date of the event with the catheter. Low temperatures and flow profiles were observed in multiple applications. Twenty applications were performed with the catheter. A clinical issue was encountered during the procedure. In conclusion, the reported system notice indicating that the refrigerant delivery path was obstructed (#50012); however, this event was related to a clinical issue. The device was not returned for investigation. If information is provided in the future, a supplemental report will be issued.